Manufacturer narrative:
It was reported that the fast path summary indicated the device was in evvi mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to evvi occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) had reset to emergency vvi mode. The lp was successfully restored to original settings. There were no patient consequences.